Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported two proglide devices were attempted for closure at an unspecified access site; however, they both failed to capture the artery. Another abbott device was used to achieve hemostasis. No additional information will be provided.

Event description:
Additional information was received (correction): only one proglide device was used in this procedure. Reportedly, "during release of the proglide device, it retreated by itself, not capturing the artery." No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b3: date of event b5: event description. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.